Manufacturer narrative:
"Panda, a et al. Emphysematous conditions of the abdomen and pelvis: pearls and pitfalls. Abdom radiol (2025) publicly available https://doi.org/10.1007/s00261-025-04997-7" . Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/30/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e2: healthcare professional was estimated to yes based off event details. Block h6: imdrf patient code e1906 captures the reportable event of unspecified infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific corporation became aware of an event involving a spaceoar hydrogel device through the article, "emphysematous conditions of the abdomen and pelvis: pearls and pitfalls.". It was reported that a patient with prostate cancer who had previously undergone placement of a spaceoar device developed a gas-containing lesion in the retro-prostatic space, consistent with an infected hydrogel spacer. The patient presented with fever and difficulty urinating. Computed topography (CT) images showed a rim-enhancing lesion in the recto-prostatic region separate from the prostate was observed. MRI shows a small air-fluid level anteriorly this was a proven infected spaceoar.

Event description:
Boston scientific corporation became aware of an event involving a spaceoar hydrogel device throught the article, "emphysematous conditions of the abdomen and pelvis: pearls and pitfalls." It was reported that a patient with prostate cancer who had previously undergone placement of a spaceoar device developed a gas-containing lesion in the retro-prostatic space, consistent with an infected hydrogel spacer. The patient presented with fever and difficulty urinating. Computed topography (CT) images showed a rim-enhancing lesion in the recto-prostatic region separate from the prostate was observed. MRI shows a small air-fluid level anteriorly this was a proven infected spaceoar.

Manufacturer narrative:
"Panda, a et al. Emphysematous conditions of the abdomen and pelvis: pearls and pitfalls. Abdom radiol (2025) publicly available https://doi.org/10.1007/s00261-025-04997-7". Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/30/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e2: healthcare professional was estimated to yes based off event details. Block h6: imdrf patient code e1906 captures the reportable event of unspecified infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: block h6 (patient) was corrected.